Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philip remote service engineer (rse) inspected system remotely and confirmed that the system was not booting up. Upon troubleshooting, the rse found that the customer site power supply was interrupted. To resolve the issue, the rse advised the customer to correct the power supply at the site. After the correction, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that the external power failures or outages may occur that can cause the allura system to not boot up/start upon shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the device. Since the malfunction of an external power source would not be considered a device malfunction of the allura system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.